Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported differences between the bgm and the cgm. The case was escalated to next level support for additional review. The customer was asked to perform a diagnostic upload, which was successfully completed. The support team continued to monitor the system and requested the customer to calibrate the sensor and enter bg readings as events in the app. On february 7, the customer was informed that the system had stabilized and was performing within expectations. They were advised to continue using the system and report any further issues.

Event description:
On february 3, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.